Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated all devices accepted into final stock met specifications. A complaint history review indicated there has been 1 other event for the lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a right knee revised due to infection. Patient done last week and infection still present. Surgeon decided to revise total knee.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5515-f-402, triathlon ps fem component, cemented, lot code: dink; cat. No.: 5550-l-339, triathlon sym patella s33x9mm, lot code: lbx426; cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: vrlp. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that there was a right knee revised due to infection. Patient done last week and infection still present. Surgeon decided to revise total knee.